Event description:
During an avm embolization, there was a catheter rupture during the onyx embolic injection. Onyx had been successfully injected through the catheter, but the event occurred after three two-minute injection interruptions due to reflux. The physician felt some resistance during the onyx injection prior to the rupture, but continued with the injection. A small amount of onyx was in the parent vessel. A section of the catheter remains entrapped in the avm. The patient did not experience any clinical sequelae related to the event.